Event description:
(B)(4). Initial and follow-up info received on 23-jul and 06-aug-09 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a nurse via a company rep and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who received three vials of poly-l-lactic acid (sculptra) therapy and developed nodules at the injection site. Poly-l-lactic acid therapy was discontinued and it is unk if any corrective treatment was given. Event outcome is unk.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.